Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had no power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device emitted an unusual grinding noise, the upper trigger was sticking, and the coupling head was worn. It was also noted that the wire insulation on the electronic control unit (ecu) was damaged, the electric motor was damaged and had rough rotation, and the trigger components were worn. The assignable root cause of this condition was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had no power. During in-house engineering evaluation it was found that the device emitted an unusual grinding noise, the upper trigger was sticking, and the coupling head was worn. It was also noted that the wire insulation on the electronic control unit (ecu) was damaged, the electric motor was damaged and had rough rotation, and the trigger components were worn. It was not reported if this event occurred during a surgical procedure. There was no delay reported to a surgical procedure due to the event. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.